Event description:
Reportedly, the problem with the subject programmer is that is unable to print to current printer technology.

Event description:
Reportedly, the problem with the subject programemer is that is unable to print to current printer technology.

Manufacturer narrative:
Please refer to the attached analysis report.